Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate during the set up and equipment check. There was no patient involvement. There was no adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the balloon noted that the locking collar, valve seal, and balloon appeared to be intact. The locking collar and flapper valve functioned properly. The syringe was received with the tip broken. A pmv syringe was used for functional testing and the balloon was not able to be inflated. Resistance was noted when inflating with the syringe. Engineering verified the balloon was properly attached to the instrument, no anomaly was observed on the suture configuration. The main seal was found to be properly bonded and the valve door engaged properly. During functional testing it was noticed that the syringe tip was received broken. Using syringe from other unit, the balloon was inflated as per expected. No leaks were observed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the broken syringe tip. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the broken syringe tip may occur if the syringe is forcefully inserted into the reflux valve. The broken syringe tip would prevent the balloon from inflating. Note that if the syringe tip is inserted into the reflux valve with excessive force applied to the syringe and reflux valve the air may not be able to properly pass through the valve creating difficulty in the balloon inflation. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).